Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2015 on behalf of trial patient to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the clinician did not report any further injury or medical intervention. No additional event information was provided.